Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (25 mg/ml at 6.92 mg/day) via an implantable infusion pump. It was reported that the patient had gained a lot of weight and their skin was breaking down at the location of the pump. The caller stated that they would be removing the pump. No further complications have been reported as a result of this event.